Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device changeout due to normal eri, the pre-procedure check was performed. The fluoroscopy of the right ventricular (rv) lead exhibited externalized conductors. All the lead parameters were within normal limit. The physician wanted to implant new rv lead, but stenosis of left subclavian vein was noted due to patient anatomy. The physician was not able to pass the sheath. The decision was taken to implant complete new system on right side at another time. Couple of days later, the device was explanted and replaced. The old rv lead was connected back to new device because parameters were found to be stable for the lead. The patient was stable.